Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient made an unspecified mistake. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1gm, every fifth day, ongoing, route was not reported) and fortum injection (1gm, per day, ongoing, route was not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
Additional information: b2, b5 and h10. B5: it was reported that the patient was hospitalized for the peritonitis event thirty two days after onset and was discharged ten days later. Antibiotic treatment was stopped and the patient was recovered from the event. The patient was retrained on proper aseptic technique. Should additional relevant information become available, a supplemental report will be submitted.